Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in threshold from approximately 1.1 v to 3.3 volts. Technical services (ts) discussed that the lead sensing and impedance remained stable with no evidence of lead noise. Monitoring and a chest x-ray were recommended. No adverse patient effects were reported. Additional information received indicating that this lead has been explanted. A new lead was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.